Event description:
Additional information was received that there were also far-field p-wave oversensing episodes observed on the device. The device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations and suggested provocative testing. Provocative testing was performed and the oversensing episodes were reproduced. No further intervention has been completed. The patient is stable.